Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: proximal shaft separation. Time of device issue: prior to stenting procedure. Adverse event: none. It was reported that after removal from the packaging, prior to use of the 2.5 x 23 mm rx promus stent delivery system, the proximal shaft was found to be separated at the hub. There was no pt involvement. No add'l info was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.